Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing was leaking at t: lock on (B)(6) 2025. The infusion set was in use for less than an hour. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint: (B)(4) has been evaluated. The batch: 6005966 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 2 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing. The lot: 6005966 was manufactured according to the wi version 27 and manufactured in the line 1, on 11/mar/2024, with a total of (B)(4) units. Bag sealing: the lot: 4b02444 was manufactured according to the wi version 29 bag sealing in the machine l13010, on 11/mar/2024, with a total of (B)(4) units. Gluing of tubing: the lot: 4b02428 was manufactured according to the wi version 61 gluing of tubing in the machine sc07, on 11/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 21/mar/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). And lot: 6005966 and no other complaint has been registered in database for the same lot: 6005966 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.